Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton getting stuck inside- vagina [foreign body in reproductive tract]. Cotton getting stuck inside [device breakage]. Case description: consumer reported via phone that cotton gets stuck and she has to dig it out. No serious injury reported.